Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient was experiencing an increase in seizure activity and could no longer feel stimulation. The elective replacement indicator was no, indicating that the generator had not reached end of service. Lead break is suspected. X-rays did not reveal any obvious discontinuities in the ncp system. There were reportedly no medication changes or environmental stimuli that may have contributed to the seizure increase. The paitent's overall health condition was reportedly not worsening and the seizure types had not changed. The patient had not suffered any injury or trauma that may have damaged the ncp system. The patient is scheduled for a consultation with neurosurgeon.